Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the external devices were displaying the error message. Troubleshooting was attempted to no avail. Reportedly, patient denied having any surgeries. Further attempt was made to troubleshoot and the ipg could not be paired. The next course of action is unknown at this time.

Event description:
Additional information received identified that the issue was resolved with troubleshooting.